Event description:
It was reported that a patient never had therapeutic effect and the device was explanted. It was noted that diagnostic testing or troubleshooting included impedance testing. It was reported that there were no patient symptoms or complications associated with the event. Three days later, it was reported that the impedance test was done on 2014 (B)(6), all checked out, there were no errors, and the device was working properly. It was noted that no malfunctions were seen and the cause of the issue wasn¿t determined. It was later reported that neurostimulator never worked properly and she had since had it removed. The patient had trouble with it and even though she would lower it was too high. She mentioned that the more she lowered the voltage; it kept going up and up and up and up. The patient indicated that she had to have knee surgery and she could not turn the device off for the surgery. The patient stated that the discomfort was not worse after surgery and it was all on the right side, her knee was still weak and it buckles. The patient was in discomfort and pain. The patient stated that the manufacturer representative could not lower it as it was as low as it could go, but she still felt the horrifying discomfort and still felt it even though manufacturer representative had turned the device off. Caller stated, the device was removed in (B)(6) 2014 and still felt the same discomfort as she did when it was implanted. The patient reported that she felt like her pelvic bones are breaking inside of her and she had discomfort. She could ¿not sit or at least had to sit on a pillow.¿ the patient had a nerve study and the nerve was okay. Her urologist wanted to do a block, which only lasts 3-4 months. The patient stated, she was suffering all of the time and was in bed. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 3889-28, lot# va0dxkl, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0dxkl, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).